Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, the root cause could not be determined, however, it is likely the device was reprocessed incorrectly. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope was cleaned with a kaigen cleaning machine which is incorrect reprocessing. The suction valve was connected when the connecting tube should have been used. The issue occurred during reprocessing. There were no reports of patient harm.